Event description:
A cut was found in the drain tube after the drain was placed. Drain reportedly had been sutured. Pt required another surgery to replace wound drain.

Manufacturer narrative:
Info has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.